Event description:
The homecare provider returned the c550 for repair of miscellaneous leaks. During service and repair. Co's service tech noted that the cap was broken on the vent valve. If the unit were to be filled, liquid oxygen could possibly leak out the top of the unit from the vent valve. No injury occurred.